Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and swollen lymph nodes/glands" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade not specified, lymphadenopathy and siliconomas.

Event description:
Patient contacted via email on (B)(4) 2021 reporting bilateral rupture confirmed by MRI. Healthcare professional reported capsular contracture, baker grade not specified. In addition, echo confirmed bilateral lymphadenopathy and siliconomas that made patient worry. Device was explanted.